Manufacturer narrative:
Date of event was in 2019. Exact date was unknown, therefore (B)(6) 2019 was selected. Device returned to third party investigator for evaluation.

Event description:
It was reported that the patient presented on an unknown date in 2014 with an abdominal aortic aneurysm that has been treated with gore® excluder® aaa endoprostheses. It was stated that on an unknown date in 2019 an additional endoprosthesis was implanted.

Manufacturer narrative:
An evaluation from a later explantation of all implanted devices on august 2, 2021, showed the following: multi-focal transverse tape and graft material disruptions were present along the contralateral leg of the device (trunkf-2) which exhibited characteristics similar to sem imaging of the limb component of the device. A hole in the constraint sleeve was present near the distal attachment site and exhibited characteristics indicative of material wear (i.e., material plowing and smearing). Multiple evenly spaced serration marks were visible on the luminal surface. From level 2 analysis, most material disruptions (i.e., material transections, serration marks, wire indentions/ scrapes), appeared to be consistent with manipulation by surgical instruments (i.e., scalpel, scissors, hemostats, and forceps), likely used during the explant procedure. One hole in the outermost eptfe device (trunkf-2) exhibited signs of wear without a clear cause. The characteristics of the remaining holes aligned more closely with instrument markings. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleaks.